Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device change out procedure, electro cautery was used and the pulse generator exhibited loss of output. The device was explanted and replaced successfully. The patient was fine prior, during, and post operation.